Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the pulse generator was found exhibiting premature battery depletion. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2015.